Event description:
It is reported that the devices were implanted in 1996, and revised in 2009, due to dislocation. The locking ring mechanism was fractured also.

Manufacturer narrative:
Eval summary: the item was not returned for analysis. The pt was reported to be female, however, no other info was provided. The product was in-vivo for 13 years. The report shows that the lip of the trilogy acetabular shell above the locking ring was observed to be broken when it was removed as part of a revision surgery performed for dislocation of the femoral head. No damage is mentioned to the liner, stem, or head. A review of the complaint history for this product family shows no other complaints for a similar break or damage in this portion of the shell rim. There are various possible causes for damage to the acetabular shell, as noted, including: impaction during insertion of the liner during the initial surgery, extreme wear of the liner allowing the femoral head to contact the shell, neck impingement, contact with the head during the reported dislocation (or subsequent attempted reductions if any were done), or by the instruments used during the revision surgery while removing the shell. Any of these, or a combination of them, may have caused the condition described. Given the info provided, it is not possible to definitively determine the root cause. It is deemed unlikely that the specified device directly caused or contributed to this event (especially considering the in vivo duration). Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.